Event description:
It was reported that a patient underwent a ventricular tachyardia ablation and the patient experienced cardiac tamponade that required surgery. During the procedure, a tamponade occurred, and surgery was done. The patient improved and required extended hospitalization because of the surgery. The physician's opinion on the cause of the adverse event was that it was ¿not the fault of the biosense catheter¿. The procedural activated clotting time (act) was 300. There were fourteen (14) ablations performed during the procedure, with radiofrequency (rf) energy, all ventricular. There were two catheter exchanges and one transseptal puncture site that occurred during the procedure. Force visualization features used were graph, dashboard, vector, and visitag. Maximum distance change of 2-3mm, and minimum time of 3 seconds. Additional filter used was visitag with minimum force of 3g.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31542146l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).